Event description:
It was reported by service report that the outer left side rail was missing the handle insert from the inside of the panel. There were sharp edges. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
The outer left side rail was missing the handle insert from the inside of the panel and there were sharp edges.